Event description:
The customer reported the passport 2 monitor had no parameters on the display, which may have resulted in loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the unit. Corrections included replacement of the front end chip and cpu board. The unit was tested to factory's specifications.